Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Four devices were received for evaluation. Four reported events of a bent foot were confirmed. This is known to be caused by excessive side load, which is warned against in the instructions for use. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device reportedly had a bent foot. Three reported events had no patient involvement; no patient impact. One reported event had patient involvement, no patient impact.